Manufacturer narrative:
We received additional information regarding this adverse event. The patient had a pacemaker upgrade on (B)(6) 2018. During the upgrade, this chronic rv lead was tested and had no issues. That night, there were some pacing pauses noted with occasional noise. The physician had the sensitivity decreased that night. The next morning on (B)(6) 2018, the device was checked again, there were 28 episodes of pacing pauses recorded in the device. The physician didn't want to open the pocket again for fear of an infection, so the sensing was decreased again to 7.5mv. Approximately 6 hours went by with no pacing pauses and the patient was released. The patient came in for a followup on 12/17/18 where the device and leads checked out fine and the patient was feeling good.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Lead is reported as having noise. Noise was reproducible, but lead statistics are in range. Lead was carried over from previous implant. Lead to be monitored further. Device remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.